Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826850) was not returned for evaluation as the product was not kept as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2025-00324. A clinician reported that a microsensor (ID 826850) was implanted on (B)(6) 2025. The patient returned to the operative room on (B)(6) 2025, with an intracranial pressure (icp) reading greater than 40 mmhg. The sensor was removed and replaced with another microsensor. On (B)(6) 2025, the patient returned again to the operative room with an icp reading greater than 40 mmhg. The sensor was removed and replaced, and a duet evd system was implanted. The surgeon believes that the abnormally high icp readings (greater than 40 mmhg) were due to errors in the microsensors. The monitor used was a codman icp express monitor. Additional information: implant location: "parenchyma," was the integra/codman icp monitor connected to a patient monitor: "no," was the patient lead always connected? "Yes."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.